Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t-wave oversensing was observed during device check. It was suspected that the oversensing was due to the competitor's right ventricular lead issue. Device was explanted and replaced. The right ventricular lead remained in use. Patient was stable.

Manufacturer narrative:
The reported event of t-wave oversensing was confirmed via review of stored egms. The device sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and no anomalies were found.